Manufacturer narrative:
One used gastropexy suture was received without original packaging. The sample was received with the soft shell removed from the clamp base. Visual examination of the suture revealed that there is approximately 1cm length of suture protruding from each side of the clamp. The anchor does not appear to be damaged or broken. The suture appears to have been cut or broken. A manufacturing root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample not yet received.

Event description:
It was reported that one of the gastropexy anchors came off when the nurse was cleaning around the stoma site. No treatment was provided. No reported injury to the patient.